Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead exhibited loss of capture. X-ray revealed that the lead had dislodged. The lead was repositioned successfully. The patient was in good condition before, during and after the procedure.